Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in to inquire about a patient's right ventricular (rv) lead that has recently displayed high/undefined rv defibrillation coil impedance. It was noted that the lead was connected to a competitor device. Testing options were presented to the caller, but it is not known if testing or reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.